Event description:
It was reported that assistance was requested to program this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the right ventricular (rv) lead shock impedances were found to be high out of range, measuring above 125 ohms. Ts advised that one requirement for MRI compatibility is the absence of lead integrity issues, and the elevated shock impedances may indicate a compromised lead. Consequently, the system no longer qualifies as MRI conditional. Ts recommended not proceeding with the MRI until a lead integrity issue was ruled out or an off-label scan order was provided by cardiology. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD was programmed into MRI protection mode. Ts advised to exit MRI protection mode when the scan was completed. No adverse patient effects were reported. This ICD remains in service.

Event description:
It was reported that assistance was requested to program this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the right ventricular (rv) lead shock impedances were found to be high out of range, measuring above 125 ohms. Ts advised that one requirement for MRI compatibility is the absence of lead integrity issues, and the elevated shock impedances may indicate a compromised lead. Consequently, the system no longer qualifies as MRI conditional. Ts recommended not proceeding with the MRI until a lead integrity issue was ruled out or an off-label scan order was provided by cardiology. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD was programmed into MRI protection mode. Ts advised to exit MRI protection mode when the scan was completed. No adverse patient effects were reported. This ICD remains in service. Additional information was received that technical services (ts) confirmed this has been a gradual rise and that due to the ongoing out-of-range shock impedance measurements, the health care professional (hcp) opted to place a life vest until a revision is scheduled. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that assistance was requested to program this implantable cardioverter defibrillator (ICD) into magnetic resonance imaging (MRI) mode. Technical services (ts) confirmed that this system is MRI conditional; however, the right ventricular (rv) lead shock impedances were found to be high out of range, measuring above 125 ohms. Ts advised that one requirement for MRI compatibility is the absence of lead integrity issues, and the elevated shock impedances may indicate a compromised lead. Consequently, the system no longer qualifies as MRI conditional. Ts recommended not proceeding with the MRI until a lead integrity issue was ruled out or an off-label scan order was provided by cardiology. No adverse patient effects were reported. This ICD remains in service. Additional information was received indicating that this ICD was programmed into MRI protection mode. Ts advised to exit MRI protection mode when the scan was completed. No adverse patient effects were reported. This ICD remains in service. Additional information was received that technical services (ts) confirmed this has been a gradual rise and that due to the ongoing out-of-range shock impedance measurements, the health care professional (hcp) opted to place a life vest until a revision is scheduled. No additional adverse patient effects were reported. This device remains in service. Further information was received that this device along with the rv lead were explanted and replaced. No additional adverse patient effects were reported. It is not expected to receive this product for analysis.